Event description:
Port-a-cath was inserted by general surgeon for chemotherapy. Approximately eight months later, in preparation for elective surgery, a chest x-ray was ordered and it was noted that the left subclavian port-a-cath was fractured with the distal half of the catheter over the right cardiac border. The proximal catheter was over the left chest. The patient was taken to the operation room for scheduled mastectomy. During removal of the breast, the left chest portacath was encountered. The port-a-cath was "easily" removed from the subclavian vein. Chest x-ray report noted port-a-cath tubing is within the right atrium with the distal tip likely extending across the valve into the right ventricle unchanged in position from five days prior, inclusive with the breast tissue. The patient was taken to the cath lab for retrieval of a retained port-a-cath tip from the right atrium. The attempt was unsuccessful. Three days after the first attempt, the patient was taken to the cath lab. An initial attempt was made to remove the tip utilizing a snare, but both the proximal and distal end of the catheter tip appeared to be intramyocardial and fibrosed. Both the right internal jugular (ij) and right femoral vein were entered via seldinger technique. Utilizing standard technique and agilis footer was maneuvered from the right ij position, then a standard 2.8 biopsy forcep was positioned over the lead and pulled out to remove it from the myocardium. The same catheter was then utilized to push the catheter tip down into the inferior vena cava away from right atrium and right ventricle. Then from the right femoral vein a 2.5 cm snare was utilized to grab the freed-up end of the catheter tip and then this was removed from the common femoral vein through the sheath.